Event description:
Initial info was received from consumer on (B)(6) 2011: a (B)(6) female consumer received one session of poly-l-lactic acid (sculptra aesthetic) (lot number and exp date unk) on (B)(6) 2011 into both cheeks and a little below both cheeks. On (B)(6) 2011, her friend noticed that she had large swollen lumps on her face in the area of the sculptra aesthetic injections. On one side the lump area was 2 inches by 2 inches and on the other side the pump area was 1.5 inches by 1.5 inches. She pressed down on these areas where she felt nodules or balls inside. She began massaging these areas and one side was a little better but the other side was still swollen. Concomitant medications and medical history were not provided. No further relevant medical info reported.